Manufacturer narrative:
The pump functioned properly during the prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer stated the no delivery occurs frequently.